Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer wanted to know why she passed out. Customer's husband wants to know the amount of insulin given to his wife. Customer was aware that the pump was functioning and to call the helpline if needed. Customer's husband stated that his wife's most recent blood glucose level was 193 mg/dl. Customer's husband stated that her health care professional is aware of her low blood glucose level and are looking into it. Customer's husband stated that she had a blood glucose level of 440 mg/dl and accidentally gave herself too much insulin. Customer's husband also stated that the customer's health care professional was contacted. However, he does not know what time she passed out. Customer was connected to the pump when she passed out but does not know her blood glucose level. Customer's husband declined troubleshooting. A functional check was run on the pump and everything came back positive. No additional information provided.